Manufacturer narrative:
The device was returned to resmed for an engineering investigation. Review of the device logs confirmed the reported failure. The device investigation found that the fault was due to physical damage of components in the main pcb. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. There was no patient injury reported as a result of this incident. (B)(4).

Manufacturer narrative:
The device was returned to the resmed technical service center in (B)(4) and an evaluation was performed. A preliminary inspection revealed exterior damage to the unit possibly caused by the astral device being dropped by the patient or caregiver. The device is currently being returned to the manufacturing facility located in (B)(4) for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that an astral device prompted a red screen with a system fault error message "return for service." The device was not in use when the fault occurred, therefore, there was no patient involvement.